Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the lens optic deformed and the haptics bent and deformed. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+1.0/094 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with another same model/length lens and the problem was resolved. Normal postoperative arch height, normal intraocular pressure and good vision. Cause of the event was unknown.